Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified wear abrasion and broken shell. Leak test and microscopic analysis were performed which identified a sharp broken edge on diaphragm valve (partial separation). Based on the device analysis the final assessment was a sharp broken edge on diaphragm valve assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.